Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a silverhawk atherectomy device during procedure to treat the distal superficial femoral artery. It is reported that the target lesion was calcified. The IFU was followed during preparation, procedure and post procedure. It is reported that perforation occurred during use. A balloon was inflated at the site of the perforation to tamponade off the perforation. Site was then covered with a stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.